Event description:
It was reported to the MFR that a pt being treated with a resmed vpap st device died.

Manufacturer narrative:
The device has not been returned to the MFR. The initial rptr provided the pts therapy data stored in the devices internal memory. A preliminary analysis of this data indicates that the pt had a high airflow leak most likely from their mask being dislodged from their face. This high leak may have caused the pts prescribed pressure to be lower than expected. The rptr also informed the MFR that their eval showed the device to be operating normally. Resmed has been returned so an engineering investigation can be performed.